Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that when the ophthalmic surgeon removed the laser probe from the trocar cannula, the trocar cannula came with it during a vitrectomy procedure. The procedure was complete after replacing the laser probe with another and there was no harm to the patient. The product sample was retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product and it indicated the product met specifications at the time of release. An illuminated flexible curved laser probe was received for evaluation. A visual assessment of the returned sample was performed and it showed the cannula had bump, near the junction with the nitinol tip. The laser probe was inserted into a 25 gauge trocar cannula but became stuck near the junction of the cannula and the nitinol tip. The cannula diameter was measured and it passed inspection. It was found to meet product specifications. The root cause of the reported event could be attributed to the bump on the laser probe tip cannula. However, how or when the sample became nonconforming could not be determined conclusively. The manufacturer internal reference number is: (B)(4).